Event description:
ICU team was called to a rapid response to initiate a massive transfusion protocol (mtp) on one of the med surg units. Upon priming the belmont tubing, the tubing was noted to be cracked (at the white connecter piece right before the big drip chamber) and fluid leaked everywhere. The ICU cn [intensive care unit charge nurse] [redacted] had to call another nurse to run and grab new tubing for the patient to start the mtp.